Event description:
Customer reported the buttons on the device were not working during bolus, it was scrolling. Customer changed battery and the device alarmed button error. Customer's blood glucose was 221 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and intermittent button response due to flattened down arrow button dome switch. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratches on display window.